Event description:
Reportedly, the device was explanted at implant due to regurgitation. The device was discarded after explant. The device was replaced by a magna mitral valve..

Manufacturer narrative:
Evaluation: no product returned, discarded by user.